Event description:
It was reported that intermittent occlusion alarms occurred. The customer went to the emergency room and was subsequently admitted to the hospitals intensive care unit with a blood glucose level over 600mg/dl and diabetic ketoacidosis. The customer attempted to treat the elevated blood glucose with a correction bolus via the pump. During hospitalization, the customer was treated intravenously with fluids of saline and insulin. The customer reverted to manual dose injection for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.